Event description:
The peritoneal dialysis registered nurse attributed causality to an exposed peritoneal dialysis catheter (not a (B)(6) product) cuff. The nephrologist and surgeon are aware of the cuff exposure but feel the patient is too frail to tolerate removal and/or replacement of the peritoneal dialysis catheter. Per the peritoneal dialysis registered nurse, the serious adverse events were not caused by any (B)(6) product(s) and/or device(s) deficiency or malfunction. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).